Manufacturer narrative:
Information was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging an issue with the date and time on her one touch ultra 2 meter and that she was unable to test her blood glucose. The patient mentioned that the alleged issue began at 4:00pm on (B) (6) 2010 .this was the first time the product was being used. A few hours later after the reported issue began, she felt sweaty and felt drained. She did not seek any medical attention or contact their physician for assistance, the issue was resolved via troubleshooting. The meter was replaced. The complaint is being reported since the patient alleged that since she was unable to test her blood glucose due to the date and time issue of the meter, a couple of hours later, she developed symptoms of feeling sweaty, which is a suggestive symptom of a serious injury.